Manufacturer narrative:
Updated date of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose in late (B)(6) 2017, with blood glucose in the 40 mg/dl range at the time of the incident. The customer was at 290 mg/dl at the time of the call. The customer was given juice to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The low occurred an hour after a set change and the customer believes the pump may have over delivered. Troubleshooting was completed. The customer also had another low incident in early (B)(6) 2017. The insulin pump will be returned for analysis.